Event description:
When attached into the clave of a lifeshield microbore extension set, 7 inch with clave and locking spin coller -list# 11957-18- by hospira, the user cannot express the contents of an adenosine injection by teva 6mg/2ml prefilled syringe. The male adapter portion of the syringe is not long enough to penetrate the diaphragm of the back check valve and thus allow free flow of fluid from syringe through tubing of extension set. Route: 1. IV. 2. IV. Dates of use: 1. 2009. 2. 2009. Diagnosis: 1. Cardiovascular event. 2. Various. Event reappeared after reintroduction: 1. Yes. 2. Yes.